Manufacturer narrative:
Device evaluation not completed as of the date of this report.

Event description:
Customer reported she was hospitalized for high blood glucose. Troubleshooting was performed and the insulin pump appeared to be operating normally. No further details provided at time of call.